Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received getting insulin flow blocked alarm. The customer's blood glucose was over 500 mg/dl at the time of incident. Customer reported that the insulin did not exit. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated. The insulin pump will not be returned for analysis.